Event description:
Boston scientific crm received information that this right atrial lead appeared out of position on fluoroscopy. The lead did not capture through the pacing system analyzer. Attempts were made to remove this chronic lead, but were unsuccessful. Unsuccessful attempts were made to implant two more right atrial leads. During the last attempt, the pt felt nausea. The pt was given medication. The pt then stated wheezing and quit breathing. Cardiac tamponade was diagnosed and the pt passed away. It was suspected that the cardiac tamponade was caused by the attempts to remove the chronic atrial lead. The physician stated that the pt death was not caused by a product malfunction.

Manufacturer narrative:
This lead could not be explanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reported if any additional information is received.